Event description:
It was reported "the arthroplasty was revised due to femoral and acetabulum loosening. The acetabular and femoral components were revised. The components were implanted in situ for 3.55 yrs. Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be done. If device becomes available a supplemental report will be issued.